Manufacturer narrative:
The manufacturer was unable to obtain the concomitant device information. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient's ipg was unable to communicate with two different charging units despite multiple troubleshooting attempts. The issue occurred a few days following the implant procedure. X-rays did not reveal any anomalies. Subsequently, surgical intervention was undertaken to explant and replace the ipg. A successful diagnostic system check was performed following the procedure.